Event description:
Boston scientific received info that this pt implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock from their device. Small amplitude qrs morphology was noted, so t-wave oversensing was suspected. Episodes were reviewed by boston scientific technical services (ts). Ts discussed double/triple counting. The issue could not be reproduced with positional changes, and the signals looked appropriate. The plan was to run auto setup again to further test the system. No adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.